Manufacturer narrative:
B3 - date of event: was not provided. The customer indicated it took place sometime in (B)(6) 2024. Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review and retain device testing could not be performed as a lot number was not provided. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information. Complaints are tracked and trended on a monthly basis. Per the package insert: very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. A number of conditions other than pregnancy, including trophoblastic disease and certain nontrophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The customer reported receiving a total of 5 false positive hcg results while using fisher sure-vue hcg urine cassettes with four patients. The customer reported a false positive hcg was obtained on the third patient sometime in (B)(6) 2024. Although requested, no additional information was provided. No adverse event reported. See mdrs 2027969-2024-00184, 2027969-2024-00185, and 2027969-2024-00187 for patients 1,2,4.